Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he experienced low blood glucose. The customer also that sensor was giving inaccurate readings. The customer mentioned that he received a calibration error alarm. The customer's blood glucose was 34 mg/dl and sensor glucose was 385 mg/dl at the time of incident. The customer's blood glucose was 55 mg/dl at the time of call. The customer's blood glucose was 176 mg/dl and sensor glucose was 68 mg/dl when it triggered threshold suspend. The customer's blood glucose was 375 mg/dl and the sensor glucose was 75 mg/dl when the sensor triggered threshold suspend feature again. The customer stated that the calibration error alarm did not occur after performing find lost sensor. The customer stated that there were no bent cannulas found. The customer was advised to turn sensor feature off. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with low readings.